Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted with good measurements. However, post implant, high out of range pacing impedances and loss of capture were observed. The physician decided to explant the lead. During the explant procedure, pacing system analyzer (psa) testing confirmed high out of range pacing impedances on this rv lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted with good measurements. However, post implant, high out of range pacing impedances and loss of capture were observed. The physician decided to explant the lead. During the explant procedure, pacing system analyzer (psa) testing confirmed high out of range pacing impedances on this rv lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and there were dried blood/body fluids within the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.